Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a problem powering the left ventricular assist system (lvas) from the 14 volt lithium ion batteries. There were low voltage advisory alarms while using the 14 volt lithium ion batteries. The batteries were exchanged in (B)(6) 2021, but the problem persisted. The battery connected to the white power cable was discharged faster than the battery connected to the other cable. The capacity reading was unstable and oscillating. The technical inspection showed cleanliness of the connectors in the controller and the clips. The 14 volt lithium ion batteries have about 20 cycles and are in good condition. The system controller's green arrow was very dim. The patient's system controller was exchanged by the ventricular assist device (vad) coordinator.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running symbol leds being dim was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6) ). The reported event of atypical low voltage advisory alarms while connected to 14v batteries was confirmed via analysis of the log files; however, the atypical alarms were not reproduced during evaluation of the returned controller. The submitted log file contained approximately 4 days of data ((B)(6) 2021 per the timestamp). The submitted log file and the log file downloaded for the returned system controller contained approximately 2 days of data combined ((B)(6) 2021 per the timestamp). Intermittent low voltage advisory alarms that were not associated with regular battery depletion activated due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the low voltage threshold while connected to 14v batteries; these alarms resolved shortly after activating each time due to the rsoc voltage returning above the low voltage threshold. The driveline was disconnected on (B)(6) 2021 at 11:04:14 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller operated a mock circulatory at the set speed without any atypical alarms produced, including when the power cables were manipulated by hand. The resistance of the underlying wires on both power cables was measured and a raised resistance was observed on the rsoc wires of the white power cable and the black power cable; this is consistent with conductor breakdown on both power cables. The pump running symbol leds were observed to be dim during testing of the controller, reproducing the reported event. The root cause of the reported events could not be conclusively determined through this analysis; however, the increased resistances consistent with conductor breakdown on the power cables could have contributed to the reported low voltage advisory alarms. Incidental findings: fluid ingress covering the protective layers of the black power cable and white power cable. Fluid ingress on the insulation of the black power cable and the white power cable inner wires. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory and the power cable disconnect alarm conditions, the pump running led condition, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. G) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 08apr2019. No further information was provided. The manufacturer is closing the file on this event.